Event description:
A drain was placed in the pt in 2008, and removed the following month. The end of the drain broke off during removal. Customer has the fragment.

Manufacturer narrative:
Info has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.